Event description:
It was reported that after the implantation of intraocular lens, a small fracture was found in the middle of intraocular lens under microscope. After the end of surgery, the patient returned to the ward for continuous observation of the condition. The patient was regularly examined, and the visual acuity was not recovered. A second surgery was performed to replace the lens. No further information available.

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.